Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the screen of a novum iq large volume pump was black. This was observed during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "screen is black" was confirmed. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The cause of the condition was the display along with the ui pcba, ui pcba connection components found damaged. The display and ui pcba required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.